Event description:
It was reported that the patient transmitted an alert for inappropriate non-sustained lead noise via merlin.net. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device exhibited ventricular undersensing and a recurrence of non-sustained lead noise. The device was reprogrammed. No further issues were reported.